Event description:
It is reported that a customer experienced low blood glucose of 34 mg/dl. The customer was treated for the low blood glucose with juice. The customer was assisted with reprogramming their insulin pump. The customer will contact their health care provider about the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.